Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for the call was caller stated they were notified by a healthcare provider today that the patient has an ins that was implanted in (B)(6) 2014 and it isn't holding a charge anymore. The caller was not with the patient at the time of the call. Agent reviewed eri (elective replacement interval) timeframe and potential for more frequent charging. Caller mentioned they will be at the clinic on thursday to see the patient.